Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the suture needle disintegrated while suturing. The suture broke. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/27/2024. H6 component code: g07002 no device problem found. H3 investigational summary : the product was returned to ethicon for evaluation. One needle suture piece and one labeled winding former with a suture were received for analysis. During the visual inspection of the needle suture piece, the swage and attachment area were noted as expected. The end of the suture was examined and appears to be cut probably with a sharp object. To evaluate the condition of the suture in the winding former, the suture was dispensed. It was noted that the end appears cut and matches the end of the needle suture piece. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.